Event description:
On (B)(6) 2012 the patient contacted the animas corporation and reported that after swimming on (B)(6) 2012 the ok button became unresponsive. The patient stated that after examining the pump moisture was found in the battery compartment. The patient reportedly wore the pump on a belt clip and did not clean the pump. The patient denied trauma to the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no damage was observed. During testing, the down arrow keypad button was intermittently unresponsive and the ok button was unresponsive; the up arrow and contrast buttons responded appropriately. There was evidence of contamination found under the up arrow, down arrow and ok key contacts.